Manufacturer narrative:
(B)(4).

Event description:
It was reported through (B)(6), that a patient underwent grafting in leg and foot on (B)(6) 2021 and placed a negative pressure dressing on the foot. On (B)(6) 2021, when the dressing was removed from the foot, extreme maceration of the wound and non-integration of the graft in foot was found (as opposed to the leg where there was 100% integration). Smith+nephew dressing was used with interface film. No further information is available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. Probable root of the reported maceration may be exudate not draining from the wound, through the soft port properly due to positioning on patients foot. A medical review concluded that a thorough medical investigation could not be performed without further clinically relevant patient documentation. The root cause of the reported event, as well as the outcome for the patient, could not be confirmed nor concluded beyond what is documented within the complaint. Additional risk management review is not required. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. The instructions for use has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The risk files contains maceration as an associated risk. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.